Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system on a patient in dialysis lower than 30 ohms system impedance measurements were noted. An induction test was attempted but was unsuccessful, on a fluoroscopy it was determined that the device was high, the physician decided to revise this system. After the revision still were not able to induced, a low energy shock confirmed a low within range shock impedance measurement of 29 ohms. The day later the patient had a large effusion, which was thought to be the cause for the energy dissipation and difficulty viewing heart shadow which cause the initial placement difficulty. The effusion was considered to be chronic and was drained at that point. After the fusion the impedance remained under 30 ohms. A few days later an induction was attempted again, however it was unsuccessful. The patient went home with a life vest for precaution. The physician is thinking of retesting in a month or change to a transvenous device. This s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system on a patient in dialysis lower than 30 ohms system impedance measurements were noted. An induction test was attempted but was unsuccessful, on a fluoroscopy it was determined that the device was high, the physician decided to revise this system. After the revision still were not able to be induced, a low energy shock confirmed a low withing range shock impedance measurement of 29 ohms. The day later the patient had a large effusion, which was thought to be the cause for the energy dissipation and difficulty viewing heart shadow which cause the initial placement difficulty. The effusion was considered to be chronic and was drained at that point. After the fusion the impedance remained under 30 ohms. A few days later an induction was attempted again, however it was unsuccessful. The patient went home with a life vest for precaution. The physician is thinking of retesting in a month or change to a transvenous device. This s-ICD system remains in service. No additional adverse patient effects were reported.